Manufacturer narrative:
The tech replaced the brake and steer casters to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Tech alleged that the steer and brake caster did not hold. No pt impact.